Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer application crashed to a white screen with a diagnostic message during multiple implant procedures while attempting to get measurements with the device. No patient complications have been reported as a result of this even.